Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that no new values were transmitted for the capture and impedance measurements since end of (B)(6) 2023. The clinician scheduled another remote transmission per technical service's recommendation, and it came through successfully with values populated as expected and thus resolving the issue. There were no patient consequences reported.